Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)."), dysmenorrhoea ("dysmennorhea (cramping)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ovarian cyst, abdominal pain, dyspareunia, dysmenorrhoea and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, ovarian cyst, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), ovarian cyst discrepancy noted in date of removal (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: this case (B)(4)was deleted from argus database due to duplicate case of (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)."), dysmenorrhoea ("dysmennorhea (cramping)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ovarian cyst, abdominal pain, dyspareunia, dysmenorrhoea and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, ovarian cyst, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure in 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs received- event injury updated to pelvic pain. New events psych injury, abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), ovarian cyst were added. Patient information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.